Manufacturer narrative:
(B)(4). The complaint rt019 filter was not returned to fisher & paykel healthcare for evaluation. The hospital informed us that "it was too dirty to keep". Our investigation is therefore based on the description of the event as reported by the customer. Further information was sought from the hospital, and we were informed that the filter had been in use for 13 days. During that time, the drugs atroven and ventolin were being nebulised four times a day. The rt019 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. From the description of events it does not appear that the device was defective in any way, as it had performed successfully for 13 days before the reported event. The occlusion of the filter was most likely due to the nebulised drugs being administered to the patient. Our user instructions which accompany the product state: change filter if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.

Event description:
A hospital in (B)(6) reported that a patient presented with oxygen desaturation when an rt019 inspiratory/expiratory filter set up on an rt340 breathing circuit became blocked. No further patient consequence was reported.